Event description:
A report was received that the patient was explanted due to staphylococcal infection at the ipg pocket site. The patient was prescribed antibiotics and the infection has cleared. The patient is reportedly doing well after the surgery.

Manufacturer narrative:
The explanted devices will not be returned to bsn for evaluation, as they were discarded by the medical facility.